Event description:
It was reported to target that while trying to embolize a meningioma, the physician deployed 3 fibored coils into the a pencallosa. He experienced a problem pushing the coils through the catheter with the coil pusher. The pusher slipped between the coils and the catheter lumen. He finally had to deploy the coils with fluid. He thinks that the material of the catheter was damaged as a result of this problem. When he tryed to reach another artery, he discovered that the distal section of the catheter was torn. No other info was given on this procedure.